Manufacturer narrative:
The patient did not have the sensor removed and as of (B)(6) 2019 reported that the infection was gone.

Event description:
On (B)(4) 2019 senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted. The patient did not inform his healthcare professional of the infection, but reported he spoke with a medical advisor. The patient reported the infection is now gone.